Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and 551 mg/dl. The customer also reported that the insulin pump had insulin flow blocked alarm and replace battery. Customer also stated that battery in the insulin pump had gone dead. Customer had been off the insulin pump so the high blood glucose had nothing to do with the insulin pump it self. Customer declined to troubleshoot for the battery issue. The insulin pump will not be returned for analysis.